Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt's right groin. Following the step where the tension spring was placed, bleeding was noted at the puncture site. Manual pressure was held for 10 minutes with control of the bleeding. A short time later the pt complained of pain and tingling in her procedure leg. Her pulses were checked and noted to be diminshed, which the physician attributed to a possible vessel spasm. Later, the pt's pulses were noted to be lost, and she was taken to surgery. Surgery revealed that the collagen and anchor had been deployed within the superficial femoral artery. The device was removed and the vessel repaired. The co rep followed up with the facility on 5/27/1998, and the pt was said to have done well post procedure. As of 6/15/1998 there has been no further report of complication or pt sequelae made to the MFR.